Manufacturer narrative:
The reason for this revision surgery was to remedy a loose humeral stem after 2 years, 1 months and 30 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) complaints against this part number; this is the first complaint against this lot. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. The patient's weight of (B)(6) was noted. Factors un-related to the implants that may contribute to a patient joint looseness are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the humeral stem being loose; a larger stem was implanted. Not sure how this occured; however, the patient is about (B)(6) pounds.